Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During preparation, while the device was still outside the patient, the catheter fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections on the device revealed the imaging window detached in the lap joint section; however, the imaging window was not returned for analysis. The imaging core was wound up and coiled. Media returned by the customer was inspected and showed the imaging window detached and the imaging core windup and coiled.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During preparation, while the device was still outside the patient, the catheter fractured. The procedure was completed with another of the same device. There were no patient complications reported.